Event description:
It was reported that the patient's pacemaker (pm) exhibited premature battery depletion via remote monitoring system (rms). They physician elected to explant the pm and replace it with a new one. There were no patient consequences.